Event description:
It was reported that a patient was experiencing an increase in seizures. Later, during replacement surgery, patient's previous device was completely depleted and could not run diagnostics due to low battery. In the operating room two separate interrogations with multiple attempts at repositioning the pin into the new generator and running diagnostic were performed. Each diagnostic result indicated lead impedance = 10000 ohms. After repeated failed attempts to resolve the high lead impedance, the surgeon elected to leave the new generator attached to the existing lead and close. The surgeon recommended the patient be referred to a neurosurgeon for a lead revision. It was later reported that patient went to the emergency room twice due to vomiting 3 days after generator replacement. It was later reported that the patient was currently unconscious in the emergency room. The vns is currently off, pending the lead revision. The vomiting and syncope are not believed to be related to the high impedance since the device is turned off. Lead revision has not occurred to date. No other relevant information has been received to date. This MDR houses the report of adverse events of vomiting and syncope. MFR ref #1644487-2022-00513 houses the report of lead fracture and increase in seizures for this patient.

Event description:
It was reported that the patient's lead was replaced. Impedance was within normal limits after surgery. The patient's provider also reported she is unsure about the cause of vomiting and loss of consciousness. The intervention taken is for patient comfort and to prevent something worse. Lead replacement is related to lead fracture captured in MFR ref #1644487-2022-00513. No further relevant information has been received to date.